Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of the complaint could not fully be determined. Possible root causes can be that the event is related to the patient's condition or that the spo2 sensor was defective. In consequence (correction), the device was calibrated, and all required tests were run. The device passed all checks and tests. There was no patient or user harm reported.

Event description:
Having intermittent problems with the ventilator recognizing that a spo2 module was inserted in the slot. Reinserted the module without resolution. Switched out module without resolution. Also confirmed that the correct slot was selected under the system tab. Returned a few hours later and was able to enable the spo2 and it functioned properly until the patient was removed from the study.